Event description:
It was reported that during a femoral angioplasty procedure, the catheter balloon burst on the first inflation at 7 atm. The catheter was removed and replaced to complete the procedure with no pt injury or further complications being reported.